Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experiencing stimulation in the wrong location. The patient indicated not getting left side coverage, so the physician repositioned the lead. The lead was reported to be working fine. Once the lead was repositioned, good coverage was obtained. The cause of the patient not receiving stimulation on the left side was not reported. Further follow-up is being conducted to obtain additional information including cause and outcome. If additional information is received, a follow-up report will be sent.